Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 400 mg/dl, 581 mg/dl and last visit was 500 mg/dl. Customer's blood glucose continued to rise through the day and reached over 500 mg/dl. The customer experienced symptoms such as feeling sick and had diabetic ketoacidosis. The customer was wearing the insulin pump during the hospitalization. Troubleshooting was performed and it was found that reservoir had an air bubble. Customer reported that high issue was resolved by changing complete set.